Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed into an apical position and the helix was extended. The lead measurements were poor, with sensing at 4mv and a threshold measurement of greater than 3v and no current of injury observed, indicating the lead placement was not acceptable. The helix was retracted and the lead was moved to another apical position, with similar results. The physician planned to reposition the lead again. However, the helix was not able to be retracted using the ez-4 connector tool on the lead. The ez-4 connector tool was disengaged and another style of terminal tool was tried. Just prior to successfully retracting the helix, the distal end of the lead pulled away from the ventricular wall. The helix was successfully retracted and the lead was repositioned to a mid-rv septal placement. The helix was extended and lead measurements were optimal. Soon after placement of the rv lead, the patient had developed complete heart block; the patient continued to be paced with the pacing system analyzer (psa). Before the introducer for the left ventricular (lv) lead delivery system could be inserted, the patient became symptomatic with vagal symptoms, including nausea/vomiting, tachycardia, and a drop in blood pressure. As the patient continued to decline, a cardiac ultrasound was performed which confirmed a pericardial effusion due to a perforation of the rv. A pericardiocentesis was successfully performed to drain fluid from the pericardium and a chest tube was left in place and the patient was stabilized. Given the av block, the physician continued the implant procedure by adding a right atrial (ra) lead and plugging the lv port of the device. Once the leads were connected to the device, all ra and rv lead measurements were acceptable and the procedure was completed. The patient was transferred to the intensive care unit (ICU) for observation and management. The rv lead remains implanted and in service. Additional information was received about this patient. About five weeks after the original implant procedure, the patient returned to have a left ventricular (lv) lead implanted. The implant procedure went well without any complications. It was noted the patient's underlying rhythm had returned to normal sinus rhythm. Evidence suggests the patient fully recovered after the perforation incident.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead was placed into an apical position and the helix was extended. The lead measurements were poor, with sensing at 4mv and a threshold measurement of greater than3v and no current of injury observed, indicating the lead placement was not acceptable. The helix was retracted and the lead was moved to another apical position, with similar results. The physician planned to reposition the lead again. However, the helix was not able to be retracted using the ez-4 connector tool on the lead. The ez-4 connector tool was disengaged and another style of terminal tool was tried. Just prior to successfully retracting the helix, the distal end of the lead pulled away from the ventricular wall. The helix was successfully retracted and the lead was repositioned to a mid-rv septal placement. The helix was extended and lead measurements were optimal. Soon after placement of the rv lead, the patient had developed complete heart block; the patient continued to be paced with the pacing system analyzer (psa). Before the introducer for the left ventricular (lv) lead delivery system could be inserted, the patient became symptomatic with vagal symptoms, including nausea/vomiting, tachycardia, and a drop in blood pressure. As the patient continued to decline, a cardiac ultrasound was performed which confirmed a pericardial effusion due to a perforation of the rv. A pericardiocentesis was successfully performed to drain fluid from the pericardium and a chest tube was left in place and the patient was stabilized. Given the av block, the physician continued the implant procedure by adding a right atrial (ra) lead and plugging the lv port of the device. Once the leads were connected to the device, all ra and rv lead measurements were acceptable and the procedure was completed. The patient was transferred to the intensive care unit (ICU) for observation and management. The rv lead remains implanted and in service.